Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Brand name: the reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient reported the cause of the peritonitis was likely due to the transfer set becoming disconnected from the patient line during the night. The patient stated they used proper technique when connecting the lines and did not notice any issues with the connector. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (which were discontinued on an unreported date). The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.